Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for eval. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, the pt developed an indirect inguinal hernia; this is not an unusual problem associated with peritoneal dialysis, especially if large volumes are used. It appears that has already been addressed and the prescription calls for smaller volumes. This is not a device related problem but a therapy/prescription related issue. During follow up it was learned the pt resumed in center hemodialysis.

Event description:
A peritoneal dialysis called fresenius technical support regarding how to program settings on the cycler. The pt stated he has a tear in his stomach caused in the process of doing a manual exchange. The pt stated he had an emergency fistula put in and had hemodialysis for three weeks. Per follow up with the pt's pd nurse, the cycler did not cause or contribute to the "tear in the stomach." The diagnosis predated the use of the cycler. There were no large drains or overfills.